Manufacturer narrative:
Investigation: customer returned (5) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 6039519. Customer states that the syringes are coming with the needle larger than 6mm, causing pain and discomfort at the time of injection. All returned syringes were tested using the comparator to determine cannula length (specs: cannula length for 6mm cannula: 0.187¿-0.281¿). The samples were also tested for point geometry, lube, and cannula od. All observations fall within specifications. A review of the device history record was completed for batch# 6039519. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for cannula through shield. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that cannula is larger than the 6mm with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: reported that her mother-in-law who uses insulin syringes and buys the box with 100 syringes, and noticed at the time of application that almost half of the syringes are coming with the needle larger than 6mm, causing pain and discomfort at the time of injection. Application, reported that apparently the needles are normal only with the size larger than 6mm. Patient does not reuse the needles." Info add: all packs had the same lot, said all syringes have graduation scale of 50 ui the difference would be only in needle length.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cannula is larger than the 6mm with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: reported that her mother-in-law who uses insulin syringes and buys the box with 100 syringes, and noticed at the time of application that almost half of the syringes are coming with the needle larger than 6mm, causing pain and discomfort at the time of injection. Application, reported that apparently the needles are normal only with the size larger than 6mm. Patient does not reuse the needles." Info add .: all packs had the same lot, said all syringes have graduation scale of 50 ui the difference would be only in needle length.